Manufacturer narrative:
Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The drive mechanism and needle mechanism of the device were inspected, and no issues were found that would affect the device¿s ability to deliver insulin. No timeouts or drive stalls were observed on the data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and had sepsis in their blood. The patient's blood glucose values reached 400 mg/dl. For treatment, the patient states she got an (IV) intravenous for fluids and manual injections of insulin. The patient also received a prescription called levofloxacin 500 mg, once per day for 9 days and a probiotic 5 mg at once per day. The patient was nauseous, vomiting and the ketones were positive. The patient wore the pod longer than 48 hours on the abdomen. The patient had kidney stones.